Event description:
Dexcom outage in the middle of the night. No warning, noting from dexcom until 830 am psi, which was 1130 am my time and my son's dexcom went out at midnight (B)(6) 2019 and we are going to spend another night (B)(6) 2019 with no reading and no eta from dexcom. The manner in which they have handled this is intolerable. I realize it's a holiday weekend but it is for us too. We are not sleeping or enjoying our holiday for fear and anxiety and dexcom has nothing to say. Some warning would have been much appreciated. FDA safety report ID# (B)(4).